Event description:
Diabetes center reported, the pt was hospitalized with hyperglycemia and diabetic ketoacidosis due to under delivery of insulin by the infusion device. Pts were at the hospital with the pt and were not able to provide add'l info. The infusion device was replaced and requested for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.